Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition due to a fracture which was confirmed via fluoroscopy and visually during a revision procedure. The lead was removed from service and replaced. No additional adverse patient effects were reported.